Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients pump was prophylactically removed to avoid-in-vivo battery depletion. It was indicated that the pump was replaced and there was no patient injury. The outcome was reported as the patient recovered without sequela. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis of the pump revealed the battery as high resistance. During decontamination a low battery reset occurred. Battery resistance was tested and had a high but passing resistance of 270 ohms. Considering this passing resistance the pump received full destructive analysis. It was determined that it was a high resistance battery that caused the low battery reset in the lab. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.